Event description:
Reporter stated that the patient believes the suspect device is generating incorrect elevated blood glucose results. Reporter indicated that patient was staring into space and rolling their eyes, during which their blood glucose measured 39 mg/dl. Emergency medical services were contacted, and upon their arrival, patient's blood glucose was tested using paramedics' monitor. Reporter stated that patient's blood glucose was very low, although the exact value generated by paramedics' meter was not known. Reporter stated that patient's blood glucose monitor had measured 15 - 20 mg/dl higher that paramedics' monitor. Patient was treated with "something sweet" and was given peanut butter. No additonal treatment was received. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.